Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received failed battery tests, battery cap was broke off, nothing securing the battery, hairline fracture on casing of insulin pump near upper right screen ,insulin pump was louder than before as well as received error code messages before and unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.